Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were double feeding. Every now and then the clips would jam in the jaw. They switched to a new device to the complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.